Event description:
A doctor reported to baxter a connection issue related to transfer set found during use. The doctor stated that the patient adapter of the transfer set was not connected with the titanium adapter well, when the customer changed transfer set. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was undetermined.